Manufacturer narrative:
Complaint review identified that in the absence of products, patient x-rays and patient demographics, insufficient information has been provided to complete an investigation. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient submitted mhra adverse incident report indicates two revisions: (B)(6) 2009 due to over lenghtening and pain, and (B)(6) 2010 due to elevated ion levels and tissue destruction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.